Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump stopped working. She said that when she tried to give herself a bolus it never reached her body and that her blood glucose kept rising. She at a hot dog the night prior and gave a bolus and her blood glucose went to 638 mg/dl. Because of this, the customer said that she went to the hospital because of that and also because of a kidney infection. During high blood glucose troubleshooting, the customer said that her current blood glucose was 133 mg/dl and that she had symptoms of dizziness, weakness, could not see and was sick to the stomach. The reason she was hospitalized was because she was at the doctor¿s office and she fainted. Ems was dispatched. The customer was taken to the hospital on (B)(6) 2017 in the afternoon with a blood glucose of 355 mg/dl. She was treated and released and was wearing the pump at the time of the hospitalization. She declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The customer added that her blood glucose was 400 mg/dl at the time of the incident and that she had tried changing her infusion set because she though that it would bring down her blood glucose but it did not change it significantly because it ranged from 350 mg/dl to 600 mg/dl. The pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.